Manufacturer narrative:
(B)(4) date sent to the FDA: 02/12/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, the device did not provide sufficient strength and the strap did not present enough pressure. It was reported that the device broke during the procedure. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Fire testing was not conducted because trigger was difficult to operate, device was jammed then it was disassembled and the prongs of the fork were found deformed as indicative of the device was impacted into bone or another hard surface. The device did not work properly due the prongs of insertion fork were not designed to hit on hard surfaces, then when accidentally this happened the internal components in cannula shaft cannot slide properly.